Event description:
During morning user test, the customer found the device would not power on. There was no patient use associated with the event.

Manufacturer narrative:
Correction: physio-control further evaluated the removed assembly and determined the cause for the malfunction to be a pressure sensitive ic chip, designator u14. The most likely cause for ic chip sensitivity was a poor solder joint. Physio-control further evaluated the removed system pcb assembly and determined the cause for the malfunction to be a pressure sensitive ic chip, designator u14, on the single board computer (sbc) card. The most likely cause for ic chip sensitivity was a poor solder joint.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use.

Manufacturer narrative:
Follow up #1 reads: physio-control further evaluated the removed assemblies and determined the cause for the malfunction to be a pressure sensitive ic chip, u14, on the system pcb assembly. There were no failures with the removed user interface pcb assembly as it is an ancillary part that was removed during repair. Follow up #1 should read: physio-control further evaluated the removed assembly and determined the cause for the malfunction to be a pressure sensitive ic chip, designator u14. The most likely cause for ic chip sensitivity was a poor solder joint.

Manufacturer narrative:
Physio-control further evaluated the removed assemblies and determined the cause for the malfunction to be a pressure sensitive ic chip, u14, on the system pcb assembly. There were no failures with the removed user interface pcb assembly as it is an ancillary part that was removed during repair.